Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where drawer 3.1 failed to recover and cubies in drawer 2.1 would not stay closed, thereby hindering the customer from accessing the medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer/cubie had failed and did not recover. A field service engineer seated the row board cables in the back of the station for main drawer 3.2, cleaned debris, powered the station on and cleared the ghost failure to resolve the issue. The system functioned as intended after the field service engineer repaired the device.